Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. As a result, the outputs were reprogrammed. Later, the patient complained of chest pain. Testing confirmed a moderate pericardial effusion. It was confirmed that the lead had perforated the myocardium. As a result, the lead was successfully repositioned on the septal wall. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.